Event description:
Customer called to report that the modular chemistry compartment of the unicel dxc 800 synchron system generated a total protein cup temperature error and failed creatinine and glucose calibrations. The customer technical specialist (cts) assisted customer with troubleshooting during which customer found that the sample probe was leaking. After additional troubleshooting, customer requested that the instrument be serviced. However, service was not required because the issue was resolved when customer replaced the molecular chemistry compartment's sample probe, which was leaking due to a gel clog. Customer stated that no patient samples were run and that a backup instrument was being used to generate patient sample results; therefore, no patients were harmed. Customer did not state harm to instrument operators.

Manufacturer narrative:
After further investigation, beckman coulter's quality assurance department found that this specific problem was an ongoing customer training issue. Customer often runs vitamin d sample, which requires a large sample volume. Customer then uses an insufficient amount of sample, and as a result, gel from the sample tube aspirates and clogs the sample probe. Therefore, it is suspected that this issue occurred as a result of user error. (B)(4).